Event description:
It was reported that the pump was not working properly resulting in the customer being hospitalized; details and nature of hospitalization were not provided. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.